Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d.1 medical device type: fpa. D.2. Common device name: intravascular administration set.

Event description:
It was reported that bd vacutainer® push button blood collection set had blood leaking around tube during collection. No patient impact occurred. The following information was provided by the initial reporter: customer states blood began leaking around tube during collection.

Manufacturer narrative:
H.6 investigation summary bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by functional draw testing and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® push button blood collection set had blood leaking around tube during collection. No patient impact occurred. The following information was provided by the initial reporter: customer states blood began leaking around tube during collection.